Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report her readings are out of the 20% range. Analysis run on clark error grid using mean avg. Reading (221) as reference point vs. Bd readings (102, 340) yielded some data points in the c range of the grid, outside acceptable limits.